Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22670, 1627487-2020-22671, 1627487-2020-22672. It was reported the patient experienced ineffective therapy. Diagnostics discovered multiple contacts with high impedance. In turn, surgical intervention was undertaken wherein the left s1, right l4 and right l5 drg leads were explanted and replaced. Effective therapy was established postoperatively. It is unknown which leads are related to the issue. Therefore, all the suspected leads are being reported.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned leads found discolored, some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.